Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was a gap between the acoustic lens and the ultrasound probe, and there was a crack on the distal end. Additional findings include the following: the up/down knob could not be locked securely due to wear of the forceps elevator lever, water tightness was lost due to a pinhole on the bending section cover, the number of missing elements exceeded the standard value/the displayed ultrasound image was defective with missing elements due to damage on the ultrasonic probe, the acoustic lens was damaged, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and the universal cord had buckling. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope was laterally perforated. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: there was a gap between the acoustic lens and the ultrasound probe, and there was a crack on the distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to wear and tear damage with customer mishandling and with increasing usage over time. The event can be prevented by following the instructions for use (IFU) which state: warning ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.